Manufacturer narrative:
The unit powered up properly after battery installation. The pump was received with operating currents within specification. The pump was monitored, and no blank display anomalies were noted. No damage was noted on the lcd isolation tape. The pump was received with all buttons responding properly. However, slight moisture damage was found at the keypad traces. The pump also had a cracked case at the display window corners, cracked reservoir tube corners, cracked battery tube threads, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called in to report that the insulin pump had a blank display. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The caller stated that after changing the batteries, the display returned. The customer was shipped a replacement battery cap. After receiving the replacement battery cap, the blank display still occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.